Manufacturer narrative:
Ocd performed retained testing and a batch review. Satisfactory results were observed. (B)(4).

Event description:
Patient with a known anti-fya failed to react with 0.8% surgiscreen. Daily qc was performed and was found to be acceptable. Repeat testing with a new set of cells was satisfactory.